Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a high level of false positive results were obtained by the laboratory personnel. The curves appeared irregular, and samples were repeated. The false results were not reported to the clinicians.

Manufacturer narrative:
The following fields were updated due to additional information: medical device lot #: 0106962 medical device expiration date: 2020-10-17 device manufacture date: 2020-04-15 investigation summary the complaint investigation for discrepant result when using the bd max sars-cov-2 reagents (ref# (B)(4) ) lot 0106962 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records indicated that the qc results were compliant. According to the complaint claim, a discrepant result was obtained, however, only one pdf file was submitted and no information was provided regarding the retest. Nevertheless, analysis of the customer data (run 1658) revealed that sample in position b12 was reported n1 positive. Analysis of the pcr data from this positive sample revealed that a true, but late, amplification occurred. No anomaly was observed in the pcr data. These results suggest that the sample was a low positive, at the limit of detection of the assay. There is no complaint trend for discrepant results for the bd max sars-cov-2 reagents lot 0106962. The root cause for the discrepant result was not identified. Bd cannot confirm the complaint based on the investigation that was performed. There is no element indicating a product issue. No corrective and preventive action (CAPA) was initiated at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system a high level of false positive results were obtained by the laboratory personnel. The curves appeared irregular, and samples were repeated. The false results were not reported to the clinicians.